Event description:
It was reported that the patients lead had migrated. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted device components were not returned as they were disposed by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7087835.